Event description:
It was reported that the unit was sent for repair because of a defective cable. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: the unit was received at the international service center. The analysis site confirmed the customer complaint. To correct the issue, the service center replaced the blue rotational cable. Parts replaced that were unrelated to the customer's complaint were as follows: fastenin material, shroud and top/bottom frame. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.